Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the pediatric patient had a foley catheter inserted prior to surgery. It was further reported that on the way to the operating room, the catheter slid out and it was found that the balloon had burst, by checking it again. The reporter indicated that the hospital excluded the reason of wrong operation.